Event description:
Reporter alleged the customer obtained discrepant blood glucose results of 191 mg/dl and 29 mg/dl on the advantage system compared back to back with a result of 29 mg/dl on the hospital's meter when testing was performed less than 10 minutes apart while in the hospital for a surgery. Reporter indicated that she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. Reporter stated that she was treated with a glucagon IV and something sweet. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.